Event description:
The device was used during a total gastrectomy. Reportedly, the staples did not form properly and the device was difficult to open. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.